Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart after putting new battery. The customer¿s blood glucose level was 115 mg/dl. The customer was assisted with troubleshoot and customer stated that they put new battery and unexpected restart had recurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed unexpected restart error after battery change and resets time and date to factory default due to voltage leak at interface board. Unit passed the self-test and displacement test.